Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received several no delivery alarms. The customer's blood glucose was 470 at the time of incident. The customer's blood glucose was 382 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother performed troubleshooting. The customer's mother was able to rewind the insulin pump and was able to prime the insulin through. The insulin pump will not be returned for analysis.